Event description:
The tech alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail has a broken weldment on the swing arm. The tech replaced the side rail to resolve the issue.